Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The low reservoir alarm functioned properly. The units remaining on the status screen matched the test reservoir. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was in 600 mg/dl range. Customer advised they switched to manual injections and removed the insulin pump. Customer believed with all the bolus deliveries they performed via the insulin pump the device should have run out of insulin. Customer declined to troubleshoot the insulin pump and advised they did some troubleshooting at the doctor's office. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.